Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the explant procedure, the physician was not able to engage the setscrew with the screwdriver. The grommet was removed and the setscrew was noted to have popped out. The device was explanted and replaced. No patient complications have been reported as a result of this event.